Manufacturer narrative:
Section h6 evaluation codes were updated due to device evaluation method code (annex b) remove b21 and add b01 method cod (annex c) remove c21 and add c13 conclusion code (annex d) remove d16 and add d02 component code (annex g) remove g07003 and add g07001 h3 device evaluation summary: h3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient this pb980 ventilator generated a backup ventilation (buv) condition, exhalation autozero issue. The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator, reviewed the logs, and found that the unit generated a background diagnostic code indicating that the exhalation autozero failed. Based on the code, sp replaced the exhalation valve assembly(eva). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator generated a backup ventilation (buv) condition, exhalation autozero issue. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. (B)(6). Medtronic personnel reported event to manufacturer on behalf of the customer. A review of the ventilator logs confirmed the reported buv. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 updated due to part return. Section h6 evaluation codes were updated due to device evaluation. Evaluation code result (annex c), additional code added due to analysis of returned part. Component code (annex g) removed g07001 and added g02005. H3 device evaluation summary: was updated due to analysis of returned part. Medtronic conducted an investigation on all information received. It was reported that while in use on a patient this pb980 ventilator generated a backup ventilation (buv) condition, exhalation autozero issue. The device was available for evaluation. A review of the ventilator logs confirmed the reported buv. The service personnel (sp) inspected the ventilator, reviewed the logs, and found that the unit generated a background diagnostic code indicating that the exhalation autozero failed. Based on the code, sp replaced the exhalation valve assembly (eva). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One exhalation valve assembly was returned to medtronic for analysis: a visual inspection of the returned part was conducted and no anomalies were observed. The exhalation valve assembly was attached to the failure investigation test ventilator for analysis. During est testing, the ventilator failed the circuit pressure test, with the exhalation auto-zero solenoid not operational message. Analysis determined that the exhalation sensor pcba of the returned exhalation valve assembly is faulty. The cause of the reported event was isolated to a faulty exhalation sensor pcba of the eva. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.